Manufacturer narrative:
It was reported that the patient patella was put in slightly tilted. Patella revision surgery is planned. The poly insert may be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient patella was put in slightly tilted. Patella revision surgery is planned. The poly insert may be exchanged during the procedure.